Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided by olympus service operation repair center (sorc), it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the damaged camera cable. Omsc confirmed the manufacturing and shipping record, but there was no abnormality on the device. Therefore, the camera cable may have been damaged by the user's handling. In addition, it may have been damaged by a twist in the camera cable. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The camera cable was twisted. The electrical contacts of the video connector were discolored. The adapter mount was loose. The reported event may have been caused by a defect in the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.